Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. A follow up MDR will be filed if more information becomes available.

Event description:
The patient reported that she has discomfort in her lower abdomen, sometimes to the point she is unable to walk. Additional, she cited intermittent nausea as well as an occasional sharp poking pain with fevers at night. She was implanted in 2004 and has an appointment with her surgeon in 2007. The patient received a letter from the hospital regarding the recall of the ck mesh she was implanted with.